Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive act button due to corroded keypad trace. Insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube, reservoir tube lip, minor scratches on lcd display window, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Customer stated that they are unable to access the different menus on their device because the act button is not working. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 158 mg/dl at time of reporting. Nothing further reported.